Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) coil impedance. It was suspected it could be a conductor issue or a connection issue with the implantable cardioverter defibrillator (ICD). Additionally, when the new device was connected it could not recognize with svc coil. The lead svc electrode was deactivated and the initial device was explanted and replaced. The new device remains in use. No patient complications have been reported as a result of this event.